Manufacturer narrative:
H3: based on the capas, the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature.

Event description:
As reported, when the surgeon was reaming the glenoid 2ith the 38mm pilot-tip reamer, the pilot-tip portion broke off in the glenoid. The surgeon then fully removed the pilot-tip from the glenoid and proceeded with the case. No fragments, parts or pieces fell into the patient. There was a 2 minute delay to remove the tip. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Section h10: (h3) pending evaluation.